Event description:
It was reported that the patient believed that his leads had moved. The patient wanted to try reprogramming to try and fix the problem. No further information was provided. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3778-60, lot# va03amh027, implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, lot# va04pzr004, implanted: (B)(6) 2012, product type: lead.

Manufacturer narrative:
Product ID 3778-60, lot # v828733033, product type lead; product ID 3778-60, lot # v828733031, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that about a year after implant of their implantable neurostimulator (ins) system, the leads broke. Two weeks later the patient was getting a ¿jolt¿ and the leads moved again. The physician stated that the patient was so young and mobile that the leads were at risk to move or break again. Hence, the patient had the ins system removed.